Event description:
It was reported to boston scientific corporation that a hurricane rx biliary balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the pancreas. According to the complaint, during the procedure the balloon burst. It was reported that the balloon remained intact and the procedure was completed with another hurricane balloon. Following the procedure the physician noted that the patient had pancreatitis; however he was not surprised due to the location of the procedure, the number of manipulations, and the disease state of the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years. Event date is unknown, however, it was reported to the procedure was during the week of the (B)(6) 2012. (B)(4): balloon burst. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.